Event description:
Crrt (continuous renal replacement therapy) filter pulled air immediately, unable to start running. Item was discarded. Cartridge lot number: 41078016. Therapy fluid lot numbers: 2438593206, 2438593202, 2438593202, 2438593202.